Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was not returned to olympus for inspection but the field service engineer (fse) dispatched and reported failure was confirmed, after troubleshooting the issue had been resolved. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the blank main screen was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had blank main screen. The issue occurred during set up in room before use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.